Manufacturer narrative:
Originally date of event was listed as (B)(6) 2016.correct date should be (B)(6) 2016 as this was the first reported date of inr outside of patient's therapeutic range.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 369159a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 369159a did not uncover any relevant non-conformances. The lot met release specifications. Unable to determine the cause of the customer complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Customer concerned with patient self tester's results that are not consistent. Patient's therapeutic range 2- 3. On (B)(6) 2016, inratio inr = 2.8. On (B)(6) 2016, inratio inr = 5.1. Coumadin stopped for 2 days after (B)(6) 2016 inr result of 5.1 on inratio meter. Dosage was not provided. Dosage change was not based on one result rather than another. On (B)(6) 2016 , inratio inr = 3.4. On (B)(6) 2016, inratio inr = 0.8; repeat inratio inr = 1.4; laboratory inr = 1.4. No additional details provided.